Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's patch cable and problem was resolved.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.